Event description:
The reporter indicated a recent case of staphaureus endocarditis and septicemia. The device failed due to low impedance and reported as an insulation failure. The expanded areas of the insulin tubing between the anode and the cathode and the external insulation attachment onto the anode both appeared to separate with minimal traction. This appears to be a mechanical problem, not an insulation failure, both by duration and by the appearance of the insulation following extraction.

Manufacturer narrative:
Summary of analysis: the device was severely damaged during the extraction procedure, and the entire lead was not returned for analysis. These two factors prevent a complete analysis.